Manufacturer narrative:
The oad was returned with the guide wire to csi for analysis. The guide wire was confirmed to be fractured 76.5cm from the wire strain relief. The guide wire spring tip was also damaged but remained intact. Scanning electron microscope (sem) analysis revealed evidence of fatigue which is an indication that the guidewire was exposed to an elevated stress environment. Sem analysis further revealed evidence of rotational wear on the surface of the wire near the fracture site which can indicate a guide wire kink that was sup over, although this was no confirmed. It is hypothesized that the stress and excessive wear led to the eventual fracture of the guide wire, although the exact root cause of fracture was unable to be determined. The peripheral oas IFU warns "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use". (B)(4). Related manufacturer report number: 3004742232-2022-00192. (B)(4)

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to treat a proximal to distal superficial femoral artery (sfa) at 70-80% stenosis. One treatment was completed at low speed and an additional treatment at medium speed. When high speed was on, the oad stopped spinning. The physician pulled the oad out, however, only half of the device was removed while the viperwire guide wire and crown fragments remained in vivo. A 5mm balloon was used to remove the crown fragment. The guide wire was successfully entrapped. The procedure was abandoned and the patient was stable.